Manufacturer narrative:
Investigation summary: a review of the dimensional verification, complaint history, device history record, documentation, instructions for use, manufacturer's investigation, specifications, drawing, quality control, and a visual inspection of the returned device were conducted during the investigation. One wire guide was returned in used condition, broken in the middle into two pieces (75 cm and 55 cm). It was not broken at a solder/weld joint. It was confirmed to be the 130cm wire guide and was found to be within specification. It should be noted that the wire guide broke around the 54.9cm marker zone. Additionally, a document based investigation evaluation was performed. There was no evidence to suggest the product was not made to specifications. A review of the device history record found no other non-conformance's associated with the complaint device lot number. It should be noted there were no other reported complaints for this lot number. The IFU states, ¿withdraw the needle, leaving wire guide in place.¿ based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. The quality engineering risk assessment for this failure mode was reviewed and it was determined that no additional risk mitigating activity is required at this time. The appropriate personnel will be notified and we will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported by the international customer that, at an undisclosed point in time following the opening and use of the product, "a rupture of the guide happened in the PICC" [sic] (peripherally inserted central catheter). Additional information has been requested from the customer. The line was changed to resolve the product issue. The product is reportedly available for return; however, as of the date of this report, no product has yet been received for evaluation.